Event description:
Rv impedance (1875ohms) and threshold (2.125v @ 0.5ms) elevated, sensing (5.7mv) decreased. Noise noted on remote check, reproducible with provocative maneuvers. On remote check: routine 3 month remote pacemaker check. Battery estimated longevity: 6-6.8 years. Charge time 9.1 seconds. Mode: ddd 60 presenting rhythm: as-vs 60s rv impedance (760ohms 7/22, 1875ohms today) and threshold (1.0v 7/22, 2.625v today) elevated, sensing decreased (10.3mv 7/22, 5.5mv today). Fine lead noise noted on presenting rhythm egm, does not appear to be impeding ICD function at this time. All other automatic testing wnl and stable. Note sent to drs and hrc app. Will bring patient into clinic for manual lead testing asap. Ap 1% vp 1%. Hr histograms wnl with majority rates between 60-140bpm. 0 therapies 0 vhr 21 ams episodes (1% burden), longest lasting 14 seconds on (B)(6) 2021 at 0938. Available egms show a>v. V rates range between 80-150bpm with 17.6% rates 110bpm. Patient does not have af history, not on oac. Will continue to monitor. Corvue out of range since the past 15 days. One week later: the lead was freed-up and removed without complications.